Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
During surgery, the surgeon found a leak in the catheter so, he changed a new product and finished the operation safely.